Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot number c2278890 involved in this complaint was returned for evaluation, with its opened original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the (B)(6) 2025. On evaluation of the device, the following was observed: visual inspection: device returned in protective tubing. Safety wire returned in place. Red shuttle at point of no return. Break observed in the clear section of the introducer. Flexor bunching observed distal to the zip port. Functional inspection: handle actuating with slight resistance for deployment and recapture. Safety wire removed with no issue. Unable to deploy stent. The reported failure was observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use or product label. Image review: images werew returned for evaluation. It was clarified by the customer post image review that one of the fluoroscopic images relate to (B)(4). Physician¿s imaging review: 1. Two fluoroscopic images from the ercp demonstrate severe intra/extra-hepatic biliary dilation with debris seen in the common bile duct. 2. There are no images demonstrating the evolution biliary stent in place. Root cause analysis: a possible root cause has been established based on the capa00209 findings. A possible root cause can be attributed to a manufacturing issue as inconsistencies in the coating process has been identified. The root cause of issue reported is most likely the cause of bunching, resulting from inconsistencies in the coating process which lead to higher friction forces for the larger stent sizes. Bunching observed during the lab evaluation which likely occurred during stent deployment due to high friction force would have led to an increase in deployment force which in turn led to the break that was observed in the clear section of the introducer, subsequently the stent could not be deployed. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Confirmed quantity of 01 x used device. Corrective action/correction: capa00209 has been initiated and will document all necessary action required as result of this issue. Summary of investigation: according to the initial reporter, during the deployment of the evo-fc-10-11-6-b stent, the release system became jammed and the stent could not be deployed. The patient did not experience any adverse effects due to this occurrence. A second evolution stent was successfully deployed during the same procedure.

Event description:
Cancellation report is being submitted due to the completion of the investigation on (B)(6) 2025. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. Low risk of failure mode indicates no potential for serious injury if the malfunction were to recur.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Prosthesis disfunction during implantation, double attempt, both same. The following additional information was received on 17-sep-2025: what endoscope type and channel size was used? 3,7. What was the position of the elevator? N/a, open, closed open details of the wire guide used (diameter, type, make)? Boston scientific jag wire please advise the anatomical location of the intended target site. Duodenum -second part did the patient require any additional procedures as a result of this event? N/a, yes, what intervention (if any) was required? New stent insertion was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day: same day is the device available for return? Yes. Was the product inspected for kinks or damage before use? Yes. Was resistance felt during insertion into patient? N/a, yes, no (if yes, at what point?) : no. Are the images of the procedure available? Yes. Was the stricture dilated prior to stent placement? No. Was resistance felt while advancing the device to target location? No. Additional information received 07/10/2025: patient with a tumor of the pancreatic head. - procedure goal: replacement of a plastic stent with a metal stent. - the procedure was performed using a duodenoscope olympus tjf-q190v. - an awg ii guidewire (cook ) was used. - the endoscope was positioned in the standard manner. - there was no need to force the stricture. - during stent deployment, the release system became jammed. - a second evolution stent was successfully deployed during the same procedure. - the hospitalization was uneventful.